Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing was noted on a remote transmission. It was believed that the patient was in a very slow vt and caused misleading diagnostic data. Programming changes were made. The patient was stable before during and after interrogation.